Event description:
Customer was admitted to hospital for high glucose and diabetic ketoacidosis. Customer reported off no power and said this is the 2nd occurrence of off no power without a low battery. Customer refused further troubleshooting and stated will wear pump under their discretion. Advised customer to monitor pump closely.